Event description:
It was reported that a pump malfunction occurred, accompanied by a "failed sensor" message on the dexcom g7 mobile app, which led to the failure of the same g7 sensor session after resetting the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was assisted by cts in resetting the pump, after which the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if the issue reappeared.